Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after repeatedly treating perceived lows at 100 mg/dl by drinking orange juice until the ilet displayed a value above 100 mg/dl, which led to hyperglycemia followed by a subsequent low and additional overtreatment; the event involved user management practices and did not involve device alarms. Symptoms included hyperglycemia and hypoglycemia. Outcomes included troubleshooting and education on appropriate hypoglycemia treatment using 15 grams of fast-acting carbohydrates with recheck after 15 minutes, along with instruction to perform a confirmatory fingerstick. Investigation included a review of use patterns and user education. Investigation of this case revealed user overtreatment of hypoglycemia with oral glucose leading to rebound hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia treatment practices. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.